Manufacturer narrative:
Manufacturing site evaluation: samples received: none.. There are no previous complaints of this code/batch. There are no units in OEM stock. Without any closed sample and/or defective sample we cannot carry out a proper analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment.